Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The femoral trial head was observed to be damaged and worn with a broken connection tab. A functional assessment confirmed the broken tab would not properly mate with the femoral neck trial, rendering the device inoperable. The manufacturing date is unknown as no device specific batch information was provided or legible. The device showed signs of extensive wear and usage. A complaint history review found related failures between (B)(6). At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during inspection the device was found with broken tabs and would not lock on the femoral neck trial properly. No injury or harm was reported.